Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal end of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole at the distal edge of the distal x-ray marker. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patient's anatomy.

Event description:
Pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a left lower extremity arterial occlusion. During dilatation with the balloon, it was noticed that the artery could not be dilated, and contrast was exposed, which was later found to be a balloon rupture. The incident caused pain in the patients left calf. Another balloon was used to finish the procedure. Patient was discharged home.